Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service. Additional information was provided, it was reported that the patient received a different inappropriate shock due to suspected sense b noise issue in the primary and secondary vector. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service. Additional information was provided, it was reported that the patient received a different inappropriate shock due to suspected sense b noise issue in the primary and secondary vector. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.